Manufacturer narrative:
B5., h6 updated. New information had been received and additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up received from other health care professional reported that the consumer experienced lenses missing.

Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up received from other health care professional reported that the consumer experienced light sensitive, watery eyes and discomfort in the left eye. Consumer visited the eye care professional and diagnosed with marginal corneal ulcer. The consumer also reported that they may have slept while wearing contact lenses. The eye care professional prescribed antibiotic drops of moxifloxacin ophthalmic solution in the left eye only, four times daily for 10 days and advised to discontinue wearing contact lens for two weeks. The current consumer's condition is symptoms resolved.

Manufacturer narrative:
B1, b2, b5, b6, g7, h2, h6, h11 updated. New information had been received and additional information has been updated. Mfg site registration has been changed while the mfg report number remains same. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by other health care professional reported the event on behalf of the consumer experienced eye pain, red eyes. The consumer visited a doctor and was diagnosed with corneal ulcer. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3. H.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).